Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years 3 months following the implant of this transcatheter bioprosthetic valve, the patient died of unknown causes. 23 days earlier, the patient fell and suffered a compression fracture. The patient had a medical consultation and was fitted with a corset. One day prior to the patient's death, a consultation was made while the patient was in a wheelchair in another department of the hospital. Details of the cause of death are unknown, so the relationship to the device and the procedure is unknown.